Manufacturer narrative:
Patient involvement information is corrected to :no patient involvement. H3 other text : multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery communication failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicate that both the therapy assembly and the processor assembly were replaced. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The device disposition remains unknown as there was no response at attempts to obtain additional information. H3 other text : multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful.